Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion in the chemotherapy unit during the infusion set up ¿ the lines were primed and programmed in the pump but the secondary line would not run.they hooked it up to another primary line and it ran just fine. I did try flushing the port they were using on the primary line by itself once the lines were disconnected and it flushed well too. There was a filter on the bottom of the secondary line that was y¿d into the primary line but this is the typical set up they are sent from pharmacy and they generally have no issues running it that way and the secondary line would run by gravity just fine on its own the customer reports this was not a pump issue, as it was an issue with the port on the primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Further information from the customer stated the device functioned as intended with a new set as customer's facility. A definitive cause could not be determined. The customer is potentially experiencing an issue with the set or the setup of the secondary infusion. The spectrum's iq operations manual include secondary infusion setup instructions on page 7-14 and 7-15. Should additional relevant information become available, a supplemental report will be submitted.